Manufacturer narrative:
Additional information: section b5. Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 lvas, serial number (B)(6) could not conclusively be determined through this evaluation. It was reported that the patient presented on (B)(6) 2019 with thrombocytopenia and complained of altered mental status, confusion, urosepsis. Admitted and labs showed a platelet count of 102. A CT scan showed old infarcts, but no acute abnormalities. Additional information was received stating the origin of the old infarct was not known. It was also unknown if it pre-dated the vad implant. The patient did not receive treatment for the old infarct. The old infarct did not have any effect on the patient¿s current condition. It was reported the patient had developed worsening mental status on (B)(6) 2019. CT showed new intraparenchymal hematoma and bilateral intraventricular bleed. A jejunostomy tube was placed for nutritional needs. It was reported the patient had hyponatremia, hyperkalemia, acute kidney injury, elevated liver function tests, dehydrated, malnourished, had an infection that originated from a uti and developed into urosepsis. They received parental antibiotics, changes to medication, albumin, nutritional support, and swallowing therapy. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . The hm3 lvas IFU lists stroke, bleeding, infection and renal failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. It also provides information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received on (B)(6) 2019 reported that the patient had presumed methicillin-sensitive staphylococcus aureus (mssa) endocarditis and infected intracranial hemorrhage.

Manufacturer narrative:
Section b5: additional information.

Event description:
The site reported that the patient presented with elevated international normalized ratio on (B)(6) 2019. The event was marked as resolved.

Event description:
Additional information was received that the patient had developed worsening mental status on (B)(6) 2019. CT showed new intraparenchymal hematoma and bilateral intraventricular bleed. A jejunostomy tube was placed for nutritional needs.

Manufacturer narrative:
Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented on (B)(6) 2019. No treatment listed. No alarms lvad alarms listed. Additional information was received on (B)(6) 2019. Patient presented on (B)(6) 2019 with altered mental status, lethargy, and confusion. CT scan showed old infarcts, but no acute abnormalities. Additional information was received on (B)(6) 2019. It stated that the origin of the old infarct was not known. It was also unknown if it pre-dated the vad implant. The patient did not receive treatment for the old infarct. The old infarct did not have any effect on the patients current condition.